Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" confirmed via mammogram. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as cracked valve seat diaphragm valve, delamination of diaphragm valve assessed as adhesive failure and two openings assessed as surgical damage. As per the investigation procedure creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation" confirmed via mammogram. This record is for the right side. Device was explanted and replaced. Device was returned.

Event description:
Healthcare professional reported "deflation" confirmed via mammogram. This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.1, d.4.